Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used in order to treat bladder not emptying properly and difficulty urinating, urinary incontinence, vaginal vault prolapse, cystocele, rectocele, and enterocele. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh removal/revision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent abdominal sacrocolpopexy with enterocele repair and cystocele repair with mesh vertessa lite-y implant ((B)(4) medical) on (B)(6) 2013 due to vaginal vault prolapse with enterocele. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.